Event description:
The patient reported symptoms of chest wall pain, as well as upper and lower extremity numbness and pain, secondary to dislodgement experienced on (B)(6) 2015. The patient had chest wall burning. A CT scan without contrast was done on (B)(6) 2015 and the results were the catheter migrated to c6-7. The catheter migrated following surgical correction of her lumbar lordosis and was dislodged from intrathecal space. The catheter was repositioned to t4 on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. The severity was mild. It was related to the catheter. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).